Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A catheter was returned in one piece. Visual inspection of the catheter found the tether control knob to be in the aligned position while the distal tethers were mis-aligned. X-ray inspection did not find any anomalies. Dimensional analysis was performed and noted the aligned/mis-aligned offsets were not in specification. Functional testing was performed and when positioning the tether control knob to the aligned position the tethers were mis-aligned while when positioning the tether control knob to the mis-aligned position the tethers were aligned.